Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the por message was spontaneous and was confirmed by the manufacturer¿s representative. The patient stated that the cause of the device was acting strange with the por message was unknown. As an action taken, the representative queried the device and a surgical procedure was performed on (B)(6)2019 where the device was explanted and replaced. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient was trying to use their patient programmer (pp), but encountered the power on reset (por) code. No trauma/falls were reported that could be related to this issue. No recent medical test or electromagnetic interference (emi) environmental exposure was reported either. As a result of what was reported, they were redirected to their healthcare provider (hcp). At the same time, they also started "feeling electrical shocks but then it stopped". Two days later, an hcp called in saying the patient's device has been acting strange with the por displayed. The call center reviewed how to clear the code, but the hcp didn't have a clinician programmer (cp) and they were unable to reach a local manufacture representative (rep). As a result of what was reported, the call center provided the national answering service's phone number to the hcp. No further patient complications have been reported as a result of this event.